Event description:
It was reported that after the replacement of the rv lead noise was noted on the left ventricular (lv) lead and the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.